Event description:
It was reported that the item was found in the warehouse with a hair inside the packaging.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.